Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The needle was connected to the generator but the temperature was not displayed. The needle was reconnected and the unit was restarted but the temperature was still not displayed. A new needle was used but the temperature was not shown. The unit showed eventually showed the temperature and the procedure was completed with the device. There was no patient injury.